Manufacturer narrative:
Further information was requested but not received.

Event description:
Related manufacturer report number: 2017865-2023-40431. Related manufacturer report number: 2017865-2023-40432. It was reported that the patient presented for follow-up with alerts for noise exhibited by both the right atrial and right ventricular leads. However, no electrograms were for the episodes were recoded by the implantable cardioverter defibrillator. There were no patient symptoms reported. Further information was requested but not received.